Manufacturer narrative:
Visual inspection: during the investigation, some residue tissues on the device was determined. Permeability test: a permeability test has indicated that the m.blue has a blockage and the progav 2.0 is permeable. During the permeability test some bloody liquid were flushed out. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. Since the m.blue was not permeable, a measurement on the test bench was not possible. The progav 2.0 underwent the standard test in the horizontal position. The measurement showed that the progav 2.0 was operating outside the permissible tolerance. In our measurement, an accelerated outflow could be detected adjustment test: both valves were tested and were not adjustable. Braking force and brake function test: the brake functionality test has shown that the brake function is operational; however, the braking force cannot be measured due to the non-adjustability of the valve. Internal inspection: after dismantling of the valves, deposits were found in both valves. To make the proteins / deposits in the shunt system more visible, they were colored using a staining solution. Results: based on our investigation results, at the time of our investigation we can determine a blockage on the m.blue® as well as non-adjustability on both valves. The cause of this could be the deposits detected. Proteins in the cerebrospinal fluid can influence the function temporarily and are known side effects in hydrocephalus therapy. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view

Event description:
It was reported that a m.blue plus (part # fx804t) was implanted during a procedure performed on (B)(6) 2021. According to the complainant, the shunt showed an under-drainage, adjustment difficulties. The patient underwent a revision procedure performed on (B)(6) 2023. The complaint device has returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 2 years, 6 months . Weight: 12 kilograms (kg). Height: 68 centimeters (cm) gender: female.